Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported sterile interface module (sim). Evaluation of the device data indicates that the bipolar fenestrated grasper (bfg) sn: (B)(6) was connected to arm 3 with the sim when the issue occurred. The system recognizes the instrument as attached and later loses communication with the instrument. There were instances of an error code ¿manual insertion with no instrument attached¿ right after which could be an indication that the instrument was physically attached but not recognized by the system. This might indicate connectivity issues between the instrument and the sim. The sim use count was six. Evaluation of the device data for the reported sterile interface module confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument and sterile interface module connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, at the beginning of the surgery and during the procedure, while the team connected the sterile interface module (sim) to the arm cart assembly (aca), it was recognized. However, when they try to connect any new instrument to the sim, it was not recognized. The team tried connecting the bipolar fenestrated grasper (bfg) to the sim 10 times, but was not successful. They even tried cleaning the pins and connecting again, but failed. They connected a new instrument to sim, then it was intermittent-recognition. Finally, the team have changed the sim for a new one to resolve the issue. It took 10 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, at the beginning of the surgery and during the procedure, while the team connected the sterile interface module (sim) to the arm cart assembly (aca), it was recognized. However, when they tried to connect any new instrument to the sim, it was not recognized. The team tried connecting the bipolar fenestrated grasper (bfg) to the sim 10 times, but was not successful. They even tried cleaning the pins and connecting again, but failed. They connected a new instrument to sim, then it was intermittent-recognition. Finally, the team have changed the sim for a new one to resolve the issue. It took 10 minutes to resolve the issue. There was no patient injury.